Event description:
It was reported that the device would not turn on. This was noted by the device user during routine testing.

Manufacturer narrative:
Evaluation summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation by welch allyn of the subject device confirmed the stated problem of an inability to turn the device on. Investigation found small plastic shavings in the battery contact area that may have interfered with proper electrical contact. A comprehensive review of the service history for this device family (model aed20) found only three prior similar instances: one occurring in 2004, and two instances in 2005. The present complaint is the only documented instance in 2006 year-to-date. The low incidence of the issue notwithstanding, a design change was made to the battery contact area to keep the battery from scraping along the battery case during battery insertion, which would generate plastic shavings that might interfere with electrical contact. Prior to the change, more than 7,100 devices were manufactured, making the cumulative rate of occurrence less than 0.06 percent.